Event description:
It was reported that the patient presented for the implant of the right ventricular lead. During the procedure, it was noted that the stylet was unable to be inserted into the lead. An attempt to extend the lead helix was made, however, it failed to deploy and the entire lead twisted inside the body tubing. The lead was not implanted. The patient was stable.

Manufacturer narrative:
The reported events of the stylet unable to be inserted, lead body twisted, and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be extended and the lead body was twisted throughout consistent with procedural damage. X-ray analysis of lead found the inner coil at the connector region to be over-torqued. The helix was able to retract and extend within four turns by applying torque directly to the inner coil. The helix extension length was within specification. A stylet was unable to be passed through lead due to the over-torqued inner coil at the connector region. The reported events were isolated to the over-torqued inner coil at the connector region, which was consistent with procedural damage, and the helix that was clogged with body fluids.